Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Via social medical, patient reported being injected in the cheeks with 0.5 ml of an unspecified juvéderm®. The patient reported that the event ¿migrated¿ to the eye sockets, and they ¿almost lost [their] sight.¿ the patient then ¿got infected and lost some of the fat¿ in the cheeks.